Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. Microscopic examination revealed a partial separation at the collar of the device. Microscopic examination revealed no damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 8-25-2015. It was reported that difficulty advancing a device through the guidezilla¿ occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous vessel. A device came into contact with the port of the guidezilla¿ and was unable to advance. The guidezilla¿ was exchanged to a non-bsc catheter and the device was able to be advanced. No patient complications were reported and the patient¿s status is good. However, returned device analysis revealed a partial separation at the collar.